Event description:
The customer reported that insulin squirted out while priming. Troubleshooting was performed, and the anomaly continued. Advised to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.